Event description:
It was reported that alaris pump modules had channel disconnect errors. After discussion with the biomedical engineer, it was found that the devices with channel disconnect errors required pressure sensor replacement. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.